Event description:
Reporter indicated that vns pt experienced a brief episode of asystole along with episodes of bradycardia. The pt reportedly does not remember their actions following their seizures and recently wandered into a dog pen containing pit bulls while in their post-ictal state. The pt was attacked by the dogs and was subsequently hospitalized in intensive care. While hospitalized, the episodes of bradycardia and one ten-second episode of asystole were noted. Treating cardiolgoist believes that the bradycardia and asystole may have been caused by the vns therapy. Stimulation was temporarily discontinued by placing the magnet over the device, after which no further episodes of bradycardia or asystole were noted. The magnet was removed from the device and stimulation was resumed. It is not known whether any further incidents of bradycardia or asystole occurred when stimulation was resumed. Review of manufacturing records for both the pulse generator and the bioplar lead revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to confirm the cause of the reported events.

Event description:
Further follow-up revealed that the pt began to experience sinus bradycardia up to 40-50 beats per minute during sleep and was asymptomatic after stimulation was reinitiated. It was also reported that the pt had a pacemaker implanted due to the reported events. Neurologist indicated that the ncp system is possibly related to the reported events. It is likely that the ncp system contributed to the event. The reported accident/injury may have caused migration of the lead, resulting in affected the cardiac branch.